Event description:
Surgical removal of a heterotopic ossification (brooker grade 4), bursectomy and soft tissue balancing, performed. This issue was described in documents that we have received to complaint (B)(4), report no. 9613369-2016-00026.